Event description:
Patient status post posterior pangea rod and screw construct, levels t12 to s1, implantation on an unknown date returned to surgeon complaining of buttocks pain and an x-ray showed bilateral rod breakage. Left rod broke at l3-4 and translated through the left l4, l5 and s1 screws, (four screws with locking caps). The right rod broke at l2-3. Patient was returned to operating room, surgeon removed left rod fragment only. The rest of the construct was left intact and the procedure was completed. This is one of ten reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.